Event description:
It was reported that 27 bd insyte¿ autoguard¿ bc winged shielded IV catheters with blood control technology had foreign matter in them. This complaint was created to capture the 2nd of 2 related incidents. The following information was provided by the initial reporter: "collection of the 27 x samples with foreign matter that they have identified within the batch as the reason for rejection."

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval?: yes. D10: returned to manufacturer on: 3/17/2021. H6: investigation: our quality engineer inspected the sample submitted for evaluation. Bd received twenty-six unopened units. Three types of foreign matter were observed throughout the 26 units: black speck particulate, black strand material, and brown material. The black specks were found to be imbedded on the components or loose inside the packaging. The brown material was found to be caught in the seal between the top and bottom web. The reported issue was confirmed. Spectral analysis was performed to identify the foreign materials. The ftir analysis results indicated that the black speck and strand material were both polypropylene, while the brown material was likely polyethyl acrylate. The probable root cause was determined to be manufacturing related. Polypropylene material is used in the creation of insyte autoguard needle covers, catheter adapters and barrel components. During molding of these components, burnt polymer resin may be produced, which in turn may cause black particulate to be embedded in the component. Molds are purged between lots to avoid the buildup of the burnt/loose material; however, one lot can sometimes take up to ten days to produce and lead to the creation of the reported defect. Additionally, polypropylene is found in a variety of conveyor belts used throughout the assembly and packaging processes. If any of these conveyor belts are damaged, loose particulate may be introduced into the unit. Polyethyl acrylate may be produced because of burnt polyethylene. Linear low-density polyethylene is found in the outside layers of the primary packaging material. If the packaging dies are worn, the external layers of the film can be burnt and deposited into the packaging, which may produce the brown material observed. The DHR for lot 0085144 has been reviewed. No related quality issues or process deviations were found.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 27 bd insyte¿ autoguard¿ bc winged shielded IV catheters with blood control technology had foreign matter in them. This complaint was created to capture the 2nd of 2 related incidents. The following information was provided by the initial reporter: "collection of the 27 x samples with foreign matter that they have identified within the batch as the reason for rejection".